Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual inspection showed multiple signs of abrasion along the lead. Especially in the distal area, near the shock coil, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause of the complained-about artifacts in the right-ventricular channel. The characteristics of the damage indicate a high stress level of the lead in the implanted state. Possible factors that can lead to mechanical stress of the lead are strong ingrowth of the lead in the distal area, increased physical activity, especially involving the upper body, and the individual anatomy of the patient. The manufacturing process of this device was reviewed. The production showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that oversensing was noted over 60 months after implantation. Oversensing was reproducible through body movements. The lead was explanted and replaced.